Manufacturer narrative:
Product complaint # (B)(4). Additional information: a3a. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What prep was used prior to, during or after adhesive use?¿no was a dressing placed over the incision? If so, what type of cover dressing used?¿no is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde?¿not confirmed is the patient hypersensitive to pressure sensitive adhesives?¿not confirmed was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive?¿not confirmed patient demographics: initials / ID, gender, age or date of birth; bmi¿female patient pre-existing medical conditions (ie. Allergies, history of reactions)¿no has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)?¿unk was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure?¿no what is the physician¿s opinion as to the etiology of or contributing factors to this event?¿the surgeons also wondered why the pigmentation was found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a scoliosis surgery on an unknown date and topical skin adhesive was used. Pigmentation was observed on the skin after product application. Further details are not provided no sample will be returned. Steroids were given. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested and received. What is the orthopedic procedure name? Scoliosis surgery. What is the procedure date (dd/mm/yyyy)? Unk. What date did the reaction occur on (dd/mm/yyyy)? Unk. Was there any medical or surgical intervention performed (re-operation; re-closure; prescription medication)? If so, please specify. Steroid. If medication was required, please clarify if it was prescription strength. Unk. Can you identify the lot number of the product that was used? Unk. What is the most current patient status? No problem other than pigmentation. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Np. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). B)(6). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.